Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the positional echocardiogram (echo) was performed in a lying and sitting upright positions. In lying position, the results of the echo showed a mildly dilated left ventricle (lv) and severely reduced lv function with ejection fraction of 20-25%. A paradoxical septal motion, the left ventricular assist device (lvad) cannula was noted at the apex in an appropriate position directed towards the mitral valve. The right ventricle size and function was normal. A left atrial dilation was noted with the aortic valve opening with every beat. Sitting in upright position, no changes were noted. There were no lvad low flow alarms, no septal deviation, and the aortic valve continued to open with every beat. The pulsatility index (pi) increased and a slight drop in flows was noted in the upright position. Per the results, there was no inflow cannula shift. The plan of care was to increase the patient's blood pressure medications and continue close mean arterial pressure (map) range.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, the reported low flow alarms were confirmed through the onsite evaluation by an abbott technical service representative as well as the submitted log files. A specific cause for the reported low flows could not be conclusively determined through this investigation. The controller event log file contained events from 20aug2024. Low flow hazard alarms were captured throughout the file, which were associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow and pulsatility index (pi). In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Following software upgrades, the hm3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency room with multiple low flows. The patient was seen a couple of times outpatient, and the healthcare team was working on adjusting the blood pressure medications. The mean arterial pressure (map) was not available from the visit. The patient denied symptoms. The event log file captured frequent low flow events throughout the log with flows noted as low as 2.2lpm. The estimated flow appeared to be hovering mainly around 2.4 to 2.5 lpm range. Right heart catheterization (rhc), computed tomography angiography (cta) of the outflow graft, echocardiogram, and a-line vs doppler study were done to determine the cause of the low flows. All testing was inconclusive of abnormal findings. Per the rhc, the patient had adequate perfusion despite the low flow alarms. The physician requested low flow alarm limit be changed to 2.0 lpm due to hemodynamic stability between 2.0-2.5 lpm of flow. It was noted that the patient had a smaller lv. Upon follow up, the patient continued experiencing low flow alarms below 2.0 lpm but was asymptomatic. It was recommended that a positional echocardiogram be performed to determine possible inflow cannula shift with patient movement.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.